Event description:
It was reported that there was a leak in the catheter while it was in use, and the pt had a large body of fluid just under the skin. A pressure bandage was used to treat the fluid build-up. There were no associated pt complications.